Manufacturer narrative:
The pt presented to the emergency dept with a complaint of plantar foot pain on the left foot over a period of two days. Approx two years ago, the pt had undergone a first ray resection at the affected site on the left foot. Since that time, the pt has had a chronic ulceration on the plantar aspect of the affected site. In 06, v.a.c. Therapy was initiated to the ulcerated site. The pt reported that he had chills and fever over the last 24 hours. The pt was admitted to the hosp on the 2nd day, with a diagnosis of cellulitis with abscessed left foot. An incision and drainage was performed at the bedside at the time of admission with no frank pus detected. In 2 days later, the pt underwent an incision and drainage of the left foot with radical fasciectomy. The pt tolerated the procedure and anesthesia well without apparent complications. The pt returned to the operating room in a week later for revisional debridement of the left foot open wound, including multiple incisions and drainages with first metatarsal resection. The pt tolerated the procedure and anesthesia well and the remainder of the pt's hosp stay was marked with no acute events. The pt's left foot cellulitis resolved following incision and drainage and antibiotic therapy. He has discharged to an extended care facility on the 2nd day for further rehabilitation and wound care. Although the investigator indicated a "possible" relationship to v.a.c. Therapy, the pt had a non-healing ulcer in the area of cellulitis for two years prior to initiation of v.a.c. Therapy. There was no report of a device malfunction or user error regarding this event.

Event description:
A pt participating in a kci clinical research study was admitted to the hosp for surgical debridement for cellulitis of the left foot.